Event description:
It was reported that at a follow-up appointment, occasional far-field atrial over-sensing in the right ventricular (rv) lead was observed and this resulted in pacing inhibition. Additionally, the right atrial (ra) lead was noted to have dislodged. There were also false ventricular contractions that were classified as a ventricular arrhythmia. The physician adjusted the rv lead sensitivity to prevent further over-sensing. Boston scientific technical services (ts) was also contacted and confirmed that the patient's atrial flutter was over-sensed on the rv lead, resulting in inhibition of three to four seconds. As the patient is pacemaker-dependent, ts recommended emergent evaluation to assess the system performance and placement. Further reprogramming options were also provided. At this time, this system remains implanted and in-service. No additional adverse patient effects were reported.